Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 1.1 failed. The field service engineer (fse) completed troubleshooting and a visual inspection, identifying loose row board connections. The row-board cable was re-seated, and testing was resumed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 had failed, the cubie had been broken, the lid had not closed, and the latch had been broken. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.